Event description:
The infection control practitioner at the hospital initially contacted steris to inquire how to culture the sterile water filter in the steris system 1 (ss1). The hospital practitioner later indicated that there was an increase in pts whose bronchial aspirates cultured pseudomonas. A common variable between these pts were bronchoscopes that had been processed in the steris system 1.